Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, also reported as fungal infection. The cause of peritonitis was not reported. It was reported that the patient was hospitalized and received unspecified treatment for peritonitis. The patient was discharged seventeen (17) days after hospital admission. On an unknown date, the patient recovered from peritonitis. It was reported that pd therapy was discontinued and hemodialysis was initiated for peritonitis. No additional information is available.

Manufacturer narrative:
E1: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.